Event description:
During surgical procedure, the harmonic would not work. The equipment read "relax pressure". We called for a new hand piece, cord and machine. We started by replacing the hand piece, which fixed the problem. FDA safety report ID# (B)(4).